Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 1 month post implant of this aortic bioprosthetic valve, it was explanted and replaced due to thrombotic material at the base of all three cusps. No other adverse patient effects were reported.

Manufacturer narrative:
Added a device code for increased gradients .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.